Event description:
It was reported to philips that the battery is dead. There was no patient involvement. The customer worked with the technical support representative. The customer confirmed the battery was dead. The device needs a battery. There are two dead batteries. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered to customer. The customer to install. The device remains at the customer site and no further evaluation is warranted at this time.